Event description:
During a bimax operation, the attachment to the e-pen became hot while making a long cut to the mandible. The attachment burned the patient's lip. The burn was approximatlely 10mm long. Surgeon was able to repair the patient's lip during the procedure.

Manufacturer narrative:
This device is used for treatment not diagnosis. The exact cause of this occurrence cannot be defined as the hospital did not give us the permission to dismantle the device. Possible causes of heat development, not enough maintenance/lubrication of the device, no service was done, no irrigation was used, no use of a new cutting tool.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.